Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl at around 5:30 in the evening and the pump alarmed battery out limit. Customer treated with insulin. Troubleshooting explained the alarm to the customer and customer declined to troubleshoot as she indicated that she was off the pump for a short time. Customer was advised to monitor the pump as they indicated that the pump is up and running. Customer previously called at 12:07 and indicated that their blood glucose was at 424 mg/dl at that time and was at 361mg/dl at the end of the call customer treated with the pump at that time.